Manufacturer narrative:
Calibration was acceptable. Qc was acceptable before the event. On (B)(6) 2025, qc results were lower than the acceptable range. The customer used a coagulation time of 15 minutes. This time may be too short, as 30 minutes is typically recommended by sample tube manufacturers. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas e 402 analytical unit. The initial result was 20.7 ng/ml. The doctor complained that the result should be higher. On (B)(6) 2025, the sample was repeated with a result of 50.0 ng/ml. The sample was repeated in a hitachi cup, and the result was 50.7 ng/ml.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6).